Event description:
It was reported that a patient presented to the emergency room due to syncope on (B)(6) 2022. Device interrogation revealed failure to capture on their right ventricular (rv) lead. The physician elected to cap and replace the rv lead that day. The patient condition was stable.